Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. There was no patient involvement related to this device malfunction. The complainant indicated that this event occurred in the cleaning process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. There was no patient involvement related to this device malfunction. The complainant indicated that this event occurred in the cleaning process.

Manufacturer narrative:
No reported patient or procedural involvement. Exact date of device breakage is unknown; however, the discovery occurred during the cleaning process on (B)(6) 2016. The provided lot number 785039 is a supplier lot that corresponds with two (2) potential synthes lot numbers: 5560941 and 5564472. Based on that information, the following potential UDI numbers exist: supplier lot: (B)(4). Synthes lot #1: (B)(4). Synthes lot #2: (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Potential manufacturing dates based upon two (2) synthes lots: lot: 5560941: fifty (50) parts released on (B)(6) 2007; lot 5564472: seventy (70) parts released on (B)(6) 2007. Device history record review: manufacturing location: (B)(6). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) of the hinges broke off of the reaming rod measuring device. The issue was discovered during the cleaning process with no reported patient or surgical involvement. This report is 1 of 1 for com-(B)(4).